Event description:
Radial band air released per order. After releasing 8cc of air, patient radial site began to bleed steadily. Per protocol, tr band balloon re-inflated to 8cc of air until site was no longer bleeding. Tr band in place for 1 more hour and air released per protocol.